Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump got a critical pump error. Customer stated that she had a picture of the insulin pump with a red x pointing towards an open book. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
Device was received with critical pump error and pump error 35 noted in device history. Slightly pulled out force sensor cable and intermittent connection noted. Force sensor offset measured within spec range during testing.